Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2022. The parent stated that the cgm reading was high for 2 days on (B)(6) 2022, and corrective insulin doses did not lower the cgm value. One to two days later the cgm values were low. Initially the parent stated the corresponding bg value was 8.3 mmol/l. The patient was vomiting and either the cgm nor the bg meter matched the patient's symptoms so the parent suspended insulin delivery which resulted in ketosis. Further contact was made with the patient's parent on (B)(6) 2022. The patient's parent stated they found that the first bg meter was old and may have given inaccurate readings. After obtaining a new meter, the bg finger stick value was 28 mmol/l. After the parent treated the patient at home with insulin and the patient fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.